Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the supplier performed this investigation. During the evaluation, the following observations were noted: the barrel and nib guard are assembled together by air pressing machine and its air pressure may fluctuate occasionally during normal production process. The lengths of the barrel, cap and nib guard have certain tolerance, while the working stroke of the assembling machine is fixed. The barrel and nib guard are made of pp material, whose strength is relatively poor, while the air slot in the nib guard is only 0.2mm long. According to the above analysis, the supplier thinks that the leaking is due to the over-tight assembling of barrel and nib guard, which caused the block of the air slot in the nib guard. Nevertheless, the ratio of such phenomenon is extremely low. As a corrective action the following actions will be taken: supplier will optimize the current production equipment and process to reduce the air pressure fluctuations and improve the uniformity of the products size in the meanwhile. Supplier will increase the frequency of sampling inspection on the production line from once an hour to once 45 minutes to reduce similar cases. Based on the results of this investigation no further action is required. Trends will be monitored for this or similar complaints. At the present time this complaint is closed.

Event description:
Affiliate reported that the ink in the skin markers colored the cornea completely blue. As a result they could not use it for transplantation.